Event description:
It was reported that the tip of the shaver fell off during surgery (debridement during sinus surgery).

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product analysis was not performed as customer has not returned the product. Evaluation code: no testing methods performed.